Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Updated- d1, d2a, d4 model no, d4 catalog no, d4 serial no, primary UDI number, h4.